Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter dislodgement due to suture wing damage was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 12fr x 20cm powertrialysis dialysis catheter. Usage residues were abundant throughout the sample. Injection caps were attached to all three luer adapters. The sample was received with a loose sliding suture wing. Both the sliding suture wing and the fixed suture wing appeared undamaged and unremarkable. Microscopic inspection of both suture wings confirmed that they were well-formed and unremarkable. No defects or deformities were observed during evaluation of the returned sample. Both suture wings appeared well-formed and unremarkable. This suggests that if catheter dislodgement occurred, securement technique may have contributed. A lot history review (lhr) of redu1537 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was found to be dislodged about few centimeters. The complainant requests us to investigate if the suture wing was damaged or not. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1537 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was found to be dislodged about few centimeters. The complainant requests us to investigate if the suture wing was damaged or not. There was no reported patient injury.